Event description:
It was reported that non-sustained rv oversensing due to post-sensed t-wave oversensing was observed via merlin.net. Reprogramming was recommended; the device remains implanted.

Event description:
New information received notes that the asymptomatic patient presented via a merlin.net transmission with non sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. The device remains implanted.